Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert due to high out of range impedance measurements from this right ventricular (rv) lead. This measurements were increasing in a consistent manner. No noise was detected. Patient will be brought for evaluation and, in the meantime, troubleshooting was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert due to high out of range impedance measurements from this right ventricular (rv) lead. These measurements were increasing in a consistent manner. No noise was detected. Patient will be brought for evaluation, and, in the meantime, troubleshooting was discussed. Additional information was received from the field mentioning that the rv lead has shown high capture thresholds and battery longevity has decreased by several years. On the other hand, the pacing impedances have been observed within limits at recent battery measurements. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.